Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episodes of oversensing of noise and boston scientific technical services (ts) was consulted to review the data. Upon review, ts noted there was wandering baseline, non-physiologic noise and low amplitude signals. Ts discussed it could be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. X-rays were sent in for review and it was observed that the integrity of the electrode appeared to be intact and insertion is good. Ts discuss programming and further troubleshooting options. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.